Event description:
Additional information received confirmed that the pacemaker also exhibited failure to be interrogated through radiofrequency telemetry and magnet response.

Event description:
It was reported that the patient presented in-clinic for a generator changeout procedure. Upon interrogation prior to procedure, it was noted that the pacemaker was in back-up mode due to unknown reason. As a resolution the pacemaker was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of backup operation was confirmed. Device was received operating in backup mode due to code corruption. Device image showed multi-byte memory corruption had occur with battery voltage near elective replacement indictor (eri) level and caused the device to revert to backup. Further analysis performed after reloading product code found no anomaly, battery had reached end of life (eol) level. Longevity assessment was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.